Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device exhibited non-sustained right ventricular oversensing due to post-sensed t wave oversensing. Programming changes were made. There were no adverse consequences to the patient.